Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device replacement procedure, the high voltage defibrillation impedance was high and out of range. The high voltage portion was capped and the low voltage was connected to the new device. The patient was in stable condition following the procedure.